Event description:
The customer reported the ventilator alarmed and went vent inop. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the ventilator went vent inop while operating on backup battery. The fse reported the device would operate on ac power but not on backup battery power. Battery was dated 2006 and was not able to recharge. The fse replaced the backup battery to address the reported problem. Applicable final testing was completed per operating specifications and passed.